Manufacturer narrative:
Eval summary: compatibility was verified with no issues noted. Review of the returned radiographs does not indicate root cause. The poor quality of the radiographs does not allow for assessment of component alignment or positioning. No radiolucency is detected. It is unlikely that the articular surface exchange was performed due to loosening and more likely that the pt was revised due to instability as a thicker articular surface was reportedly implanted. However, without operative notes this cannot be confirmed. No devices or photos were provided. Therefore; the condition of the components is unk. Operative notes were not provided. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt underwent an articular surface exchange due to the joint being loose in both flexion and extension.